Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging a cal code issue with their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient reported decreasing their food/drink intake in response to the reported issue. The patient reported developing symptoms of "blurry vision, headaches and dizziness" around the same time of the alleged issue. The patient reported taking 1000mg of metformin and 2mg of glimepiride twice a day. At the time of troubleshooting the cca walked the patient through correct set up of the meter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia while using the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.